Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4) ¿ the dentist reported that the dental implant was removed during its installation surgery because the insertion key fractured inside the implant. Since the fractured portion remained stuck inside the implant, dentist decided to remove it.